Event description:
A report was received that the patient underwent an explant due to infection at the pocket site, which included swelling and discharge. Antibiotics were prescribed. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant due to infection at the pocket site, which included swelling and discharge. Antibiotics were prescribed. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm; model: sc-4316, lot: 15225566, description: next generation anchor kit-sterile. The explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician believes the infection was community acquired and not device related.